Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of rhe same device. No patient complications were reported.